Event description:
It was reported that the atrial lead exhibited high impedances and an apparent fracture. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: (B)(6) implantable pacing lead - (B)(6) 2004, (B)(6) x2 implantable tachy leads - (B)(6) 2004.